Event description:
Related manufacturer's reference number: 2017865-2021-36996. It was reported that the system was explant due to infection. The right ventricular lead and left ventricular lead were found to have staphylococcus aureus the patient was in stable condition pre, during, and post procedure .